Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the sensor was removed after wearing it for 7 days and upon removal, the patient noticed a reaction that appeared at the sensor insertion site. The reaction is described as a rash/bumps with a burn like appearance with redness that progressed to scaliness that is the size of a quarter. It was indicated that the affected area was treated with over-the-counter aquaphor topical cream. The patient's mother stated that she contacted the physician to inquire about how to prevent the skin reaction but did not wish to provide further information. At the time of contact, the patient was in normal condition. No additional patient or event information is available.